Event description:
Out of box failure. The biomedical staff report that when the device was turned on for incoming testing, the device displayed a service light that could not be cleared. The biomedical staff report the power supply hardware ID is missing causing the service light.